Event description:
Complainant alleged that while monitoring the heart rhythm of a male pt, the device returned a "no shock advised", determination for what appeared to be a shockable heart rhythm. Complainant indicated that there was no adverse effect to the pt, due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for eval, and this complaint is still under investigation.